Event description:
Reference number (B)(4). Event occurred in israel. It was reported that the patient faced hyperglycemia event and went to the emergency room (ER) on (B)(6) 2025. The blood glucose level was high at the time of event and the patient got treated with insulin injection. The patient was hospitalized for less than 24 hours. Patient experienced the symptoms of feeling sick and unwell at the time of the event. No further information available.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.